Event description:
A philips patient monitoring surveillance station restarted resulting in an outage of surveillance monitoring. This occurred due to an attempt to manually resize one of the sectors displaying a single patient's vital signs and physiologic waveforms. This is an often-used feature that had not previously resulted in an application restart. The outage lasted for 5 minutes, a duration for which no critical alarms were audible. The root cause of this issue was found to be a software glitch in the new software revision b.01.